Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). One full osseotite tapered implant (fnt510) and abutment were returned for investigation. The reported event occurred at tissue level; the investigation was focused only on the implant. Visual inspection of the as returned product identified minor signs of wear and bone residue around the external threads due to usage. The device could not be functionally tested for the reported failures (bone loss and infection) since they are medical conditions. Measurements could not be taken since the implant was still attached to an abutment which could not be removed since there was debris in its drive feature. Pre-existing condition noted on the product experience report (per) was moderate bone density type ii. The reported device had been implanted on tooth number 25 for approximately 6 years. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional complaints for this lot. Complainant reported perimplantitis. The reported devices were returned and the reported event is non-verifiable for both devices as pictures or x-rays were not provided by the customer .a definitive root cause could not be identified. The following sections have been updated: b4: date of this report. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change no to yes. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to infection and bone loss. Patient also had inflammation.